Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and then continued to slowly retract the device, and the operator attempted to change the angle several times, but the indicator window has not changed color. Finally, the blocker was withdrawn and manual compression was applied instead. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a 5f exoseal was used for blockage and hemostasis. When slowly retracting the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow stopped, and then slowly withdrew the blocker for approximately 1 cm, but the blocker indicator window did not change color the indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. The procedure was a lower extremity arteriography by retrograde puncture from the right femoral artery using a 5f non-cordis short sheath. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and then continued to slowly retract the device, and the operator attempted to change the angle several times, but the indicator window has not changed color. Finally, the blocker was withdrawn and manual compression was applied instead. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Postoperatively, a 5f exoseal was used for blockage and hemostasis. When slowly retracting the device at an angle of approximately 50° degrees, the return indicator pulsatile blood flow stopped, and then slowly withdrew the blocker for approximately 1 cm, but the blocker indicator window did not change color. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and there were no anomalies noted to the loop. The procedure was a lower extremity arteriography by retrograde puncture from the right femoral artery using a 5f non-cordis short sheath. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f in size, was returned for investigation. Visual inspection showed the deployment lever was received depressed, the guard was locked, the plug was not received for this evaluation, and the indicator wire was retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. Functional testing could not be performed due to the already deployed state in which the unit was received. A high magnification evaluation was performed to assess the device's internal mechanism. No abnormal conditions were observed during this analysis. The reported event of indicator window no change to indicator was not observed through analysis of the returned device since the device was received fully deployed. The device was received fully deployed with no plug returned. The internal mechanism had no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue but could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.